Event description:
Procedure: lap. Total gastrectomy. According to the reporter: during the procedure, the orvil and the stapler could not be connected. Therefore, the surgeon cut the esophagus stump and removed the orvil, and the esophagus was closed with tri-staple again and a new orvil was inserted through the mouth. However, the orvil could not be connected. At this point, the surgical time was extended by more than 3 hours, and the procedure was converted into open. The 1st orvil was inserted from the esophagus stump and the stump was closed with purse-string suture, and finally the orvil could be connected to the stapler. There was no bleeding and nothing fell into cavity.

Manufacturer narrative:
(B)(4).